Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 70 y/o male patient had a revision due to a 8 degree augmented glenoid failed and sheered off the cage. Patient was revised to rsa. Patient revised to exactech devices. There were no parts or pieces of the device that fall into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain images or x-rays. The device will be return.

Manufacturer narrative:
Section b5: additional information received indicates that original anatomic surgery was (B)(6) 2020. Surgeon had to revise due to loosening and wear of the anatomic glenoid component. Sales rep can not get x-rays or implant catalog and lot number. Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
H2: the revision reported was likely the result of disassociation of the center cage from the polyethylene body, leading to backside wear/penetration of the cage into the polyethylene body. Eccentric superior loading may have been a contributing factor. The provided radiographs do not show any obvious alignment or implantation issues. D10: 310-01-50 - equinoxe, humeral head short, 50mm (beta), sn (B)(6); 300-20-02 - equinox square torque define screw drive kit, sn (B)(6); 300-30-08 - equinoxe preserve stem 8mm, sn (B)(6); 300-50-45 - 4.5mm short rep plate, sn (B)(6); 300-20-02 - equinox square torque define screw drive kit, sn (B)(6).

Manufacturer narrative:
The revision reported was likely the result of disassociation of the center cage from the polyethylene body, leading to backside wear/penetration of the cage into the polyethylene body. Eccentric superior loading may have been a contributing factor. The provided radiographs do not show any obvious alignment or implantation issues. H6: corrected health effect, medical device and component clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, c, d. The revision reported was likely the result of disassociation of the center cage from the polyethylene body, leading to backside wear/penetration of the cage into the polyethylene body. Eccentric superior loading may have been a contributing factor. The provided radiographs do not show any obvious alignment or implantation issues. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.